Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, when the doctor took the lead out of the packaging, a component of the lead was lost. The manufacturer representative (rep) notes it may be missing during factory packaging. That situation cannot conduct stimulation during the procedure so a new lead kit was used. Additional information was received: it was reported that before implanting the sensight lead, they tested whether the stimulation function worked well, but then noticed that the stylet handle had come apart from the stylet. So, it was decided to swap it out and use a new lead for the implantation. Additional information was received stating that the stylet handle had come apart from the stylus, but no component was missing. When the package was opened, the stylet handle was not attached. The stylet handle coming apart intended to be the allegation of a component missing.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_stylet_acc lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the doctor took the lead out of the packaging, the stylet handle had come apart/stylet handle was not attached to the stylus, so they could not conduct stimulation during the procedure. It was indicated that before implanting the lead, they test whether the stimulation function worked well. Factors that may have led or contributing to the issue included: may be missing during factory packaging. A new lead kit was used. The issue was resolved.